Event description:
It was reported that while inserting the intraocular lens (iol), that a doctor experienced an issue with the lens. The distal loop (haptic) of the lens at the tip of the cartridge emerged lying down (instead of being folded into the flat optical) and only came out partially, forcing the doctor to enlarge the incision at the limbus level in order to insert the iol in the posterior chamber. The surgeon was constricted to enlarge the incision from initial 2.2 mm to roughly 2.5/2.6 mm as the loop was partially spilled from the tip of the cartridge. The use of sutures was not needed. The lens was implanted. The surgery delay time was roughly 1 minute more for the surgery. No patient injury was reported. No further information was provided.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the intraocular lens was completed. No deviation that could be related to the reported event was reported when this production order, lens was manufactured. The preloaded assembly record was reviewed. No deviations related to the preloaded inserter system were reported. A review of process manufacturing instructions in our change control system was done during the period when this lens was manufactured and did not show any change in the manufacturing method, or specifications that could be related to the reported complaint. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.